Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was mode switching and staying in post-mode switch overdrive for longer than necessary. It was discussed that the mode switching was caused by the patient having premature atrial contractions which was likely restarting the post-mode switch overdrive pacing. Additionally, the percentage of time the ventricle was paced may have contributed to the patients worsening ejection fracture. The device remains in use. No further patient complications were reported as a result of this event.